Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer administered a manual injection to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/training. Per the tandem user guide: if more than 10 seconds have passed with no input, the bolus is canceled and never delivered. In this case, the incomplete bolus alert will be displayed on your pump.